Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of unit shut off service required on screen. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the burnt pca. The customer complaint was reproduced. There was 32 errors has been identified. The device was scrapped.